Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) female consumer reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, she started using o.b non-applicator tampons, vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the part of the tampon broke off and stuck inside the body. She stated that she had used this device in the past for many years but since last few months she was experiencing this problem. The action taken with the device was unknown. This report was assessed as non-serious. Event the company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. No lot number was provided with the complaint. Without a lot number, the device history record cannot be reviewed and the retain sample cannot be inspected. The complaint mentions that fibers from the tampon were left inside the consumer's body. The root cause identified was the presence of loose fibers on the tampons manufactured with the galaxy fibers. This root cause is being addressed through the beast project, which targets several process modifications to reduce fiber tufting, resulting in a higher quality in the compactness of the fibers. Project is on going and on schedule. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.